Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right atrial (ra) lead. No specific out of range impedance measurement was observed. Atrial tachy response (atr) appearing as noise was observed. The physician elected to lead the lead implanted until a later device replacement procedure. To date, no adverse patient effects were reported as a result of this clinical observation.